Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Obvious decline in user's hearing performance after head trauma was noticed by guardians. After one month of observation, his hearing with the device didn't improve.

Event description:
Obvious decline in user's hearing performance after head trauma was noticed by guardians. After one month of observation, his hearing with the device didn't improve.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.